Event description:
The surgeon reported a patient stated his eye sight had a yellowish tint following intraocular lens (iol) implant surgery. The surgeon stated he feels the event may be related to the patient's young age (23 years). The device remains implanted. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 12/7/2006 and additional data was provided on 12/10/2006.